Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-oct-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The hcp notified the rep that on the morning of (B)(6) 2018 the patient became paraplegic and lost feeling of their lower extremities. The hcp was not sure of the cause. The patient had the surgical paddle and ins placed about 5 days prior to the report. The hcp ordered an MRI. The hcp did not feel it was an issue with the device. The hcp noted a fresh hematoma on the MRI. They do not know what to attribute to a fresh hematoma 5 days post-op when the patient is not on anticoagulants. They explanted and discarded the system. The patient gained back some function right away. The hcp is optimistic for a full recovery. The hcp is the one giving the rep this information. Again, they do not feel it was a device related issue. The hcp did leave room and bone so they may re-implant in the future. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.